Event description:
The pt underwent explantation of the pump in 2004 due to pump pocket infection. The pt had a pump pocket scar revision in 2004 which became infected with no resolution from IV vancomycin. The event is ongoing. The pt is currently in the hosp for IV pain therapy.